Manufacturer narrative:
Block b3: exact date unknown, event occurred roughly three weeks prior to the date the manufacturer became aware.

Event description:
It was reported that the patient sustained burns and blisters due to the charger burning through the belt. It was noted that the blisters have since been resolved. No further information could be obtained despite good faith efforts.